Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and intermittent undersensing on the atrial lead. Loss of capture (loc) was also observed. Additionally, there was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. No adverse patient effects were reported. At this time, this device system remains in service.